Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer pictures. We have no further complaints for the material/batch. We forwarded the complaint and customer pictures to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review production documents did not reveal any deviations associated with the reported error. The cause of the event cannot be established.

Event description:
Customer advised that red cells are leaking through the gel barrier of the test tube. Customer spoke with the phlebotomist who obtained the specimen. The phlebotomist advised they drew the specimen, inverted the specimen tube 8-10 times, then allowed specimen tube to clot for 30 minutes. Phlebotomist verified sample was spun down in a drucker centrifuge in accordance with quest guidelines. Customer provided photographs for reference showing the quality of the serum and the cells in the gel barrier. Customer's photograph shows a marking "spun", which was the level of sample after centrifugation. Customer confirmed sample was used for patient testing. Customer advised they were unsure of the lot #, tech service used photograph provided by customer to verify the lot #. Customer unable to locate any unused tubes. Customer advised they have seen this problem occur in the past but has no lot information on prior occurrences.